Event description:
It was reported that within approximately two months post implant, the patient had symptoms of muscle stimulation from electricity leakage from the device. The pectoral muscle was pulsing and the device pocket had warmth. Device reprogramming was attempted but did not improve the symptoms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).